Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated they received an insulin flow blocked alarm and a loud alarm but could not recall the specific alarm. Upon checking the alarm history, it was found that the alarm was an insert battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, and mmt-242a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past-resolved event. Troubleshooting was performed for the battery failed alarm, and no damage reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. No product return is required for mmt-332a, and mmt-242a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and displacement test. No unexpected no delivery/occlusion alarm or failed battery test alarm noted during testing. ¿successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history file/ trace and found (3) no delivery/occlusion alarms in the event date of 09-oct-2025 at 00:33:51, 01:55:40 and 02:40:58 during basal delivery. (2) failed battery test alarms found in the pump history file/trace on 09-oct-2025 at 01:56:38 and 01:57:26. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm was not confirmed. Failed battery test alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.